Manufacturer narrative:
Follow-up #1 date of submission 08/22/2016-correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #2: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The pump powered on with the returned battery cap. The battery cap was able to fully tighten however, the top of it was worn making tightening and removing difficult. The battery compartment was found to be cracked. The current draws were within specification. A ¿battery life¿ issue was not duplicate during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the bolus button cover was torn but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, there was a battery life issue and damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.